Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had an issue with the pump, the tubing was pulling out of the blue clip. The patient stated tubing got detached at the quick release while he was asleep. The patient woke up with blood glucose of around 300 mg/dl. The site location was at the right thigh and the pump was worn on the same side of the set. The infusion was in use for three days. The infusions were not stored in a place where they might have been exposed to extreme temperatures and humidity. The patient was not sure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.